Event description:
Resident expired on 3/20/97 at 4:40 e.s.t. Resident was found with chin resting on lower section (bottom left corner) of top right quad siderail. Resident was found on floor beside bed, kneeling on knees, facing door. Preliminary autopsy report revealed cause of death was positional asphyxia, compression of the neck due to entrapment of the neck in the guardrail of the bed.